Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead dislodgement. It was noted that the patient had diaphragmatic stimulation. A new lead was placed in the deep septal position. No additional adverse patient effects were reported.